Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at third-party service center, a "service required" code was found in the ventilator's downloaded error log. Calibration doesn't fix the problem. The device's oxygen blending module board was replaced to address the issue. Additional findings not related to the malfunction/issue it was observed that the device's gasket, duct and whisper cap are contaminated, and the blower is dusted.